Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 45 mg/dl and that they experienced high blood glucose of 461 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated the low blood glucose with carbs and the high blood glucose with the insulin pump. The customer¿s blood glucose level was 70 mg/dl at the time of the call. The customer reported that their blood glucose was trending low and so they treated with carbs. In treating the low, their blood glucose went high. The insulin pump was in auto mode at the time of the incident. Troubleshooting was performed and resolved the issue. The insulin pump will not be returned for analysis.